Event description:
It was reported that the distal cover fell off ("used improperly") from the endoscope in the patient during an unknown procedure and was left behind patient's throat. The suction function was used to withdraw the cover from patient's throat and was able to be removed without any patient harm. Follow-up questions are requested but no response has been received regarding the procedural details and patient outcome due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to the following mechanisms: the distal cover was insufficiently attached. The user applied load of friction to the distal cover by twisting, pushing, and pulling it in body cavity or stress such as interference with mouthpiece during the procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: operation - precautions. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.